Event description:
The user stated they had a patient sample for troponin t that was not processed in the 45 minute window that they allow per their policy because three of their roche analyzers "were down". The specimen took 1 hour to process and as a result, the user stated the patient's surgery was delayed. The use stated she could not verify if it was delayed based on the troponin t result or other circumstances. The hospital review board determined the patient had been adversely affected because of the troponin t result was delayed which delayed the surgery. No additional information was provided regarding the stated "adverse affect" on the patient due to the surgery delay. The user did not know the status of the patient. No information was provided concerning the type of the surgery that was scheduled. No erroneous results were generated. The field service representative stated the user did not want a service visit and performed "wash reaction parts" that cleared the problem with the analyzer. If additional information is received, appropriate notification will be sent.